Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a balloon attached to the patient and it worked without a problem for a day. . Later, it was observed that the balloon did not work in full automatic mode. It worked in semi-automatic mode and from the ECG module. Fiber feature could not be used. It was stated on the screen that it was not calibrated and no pressure detected warning was given. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.